Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during low anterior resection/ double stapling, after the first firing, the surgeon fully fired the device then tried to pull the black knob back, however, could not pull it back and could not open the jaws. As the surgeon could not removed the device from the tissue, additional tissue was resected. The procedure was completed with another device. The surgical time was extended by less than 30 minutes. There was no patient injury.

Manufacturer narrative:
Additional: evaluation summary: post market vigilance (pmv) led an evaluation of one device the reported condition for this incident was that the black retract knobs did not retract completely during the procedure. Visual inspection of the cartridge revealed that the reload was partially fired. The instrument firing knobs were retracted fully, allowing for release of the reload jaws. The reload was unloaded without difficulty. The instrument was then loaded with the listed reload from the pmv inventory and found to be fully functional. The instrument loaded, clamped, cycled fully, opened and unloaded repeatedly without difficulty. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Please be sure to fully retract the instrument firing knobs to the home position to allow for release of the loading unit jaws. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.